Event description:
Additional information was received: it was reported a 5f sheath was used in the right common femoral artery after an interventional percutaneous transluminal angioplasty procedure. Reportedly, the clip was deployed at the intended site. The locator wings did not close and were cut from the device while it was still in the patient. The vessel locator wings were successfully removed via surgery and confirmed they are not in the anatomy. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported vessel locator wing retraction issue was not confirmed because not all components were returned for analysis. Entrapment of the device and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. However, factors that contribute to the reported difficulties include, but not limited to device stuck on tissue or no or incorrect tissue track preparation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified artery was attempted using a star close se device after an unspecified procedure. Reportedly, the device was stuck in the patient¿s groin. The safety release mechanism was used unsuccessfully and consequently patient was sent for surgery. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.